Manufacturer narrative:
(B)(6) 2018 - the customer installed a new o2 manifold to address the reported problem. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the oxygen manifold is leaking. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 13nov2018. Date of manufacturer: 09nov2018. The o2 transport manifold assembly was returned to philips for evaluation. Failure analysis revealed that due to a dent in the port fitting, a check valve was stuck open and the manifold was leaking. The customer's complaint was verified.